Event description:
A customer observed biased phyt qc results on the vitros 5.1 fs system. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.